Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide (lg) lens was peeling. Thereby a potential is created for dirt entering inside the lens through a gap. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of a broken wire. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens was peeling. Thereby a potential is created for dirt entering inside the lens through a gap. This medwatch is being submitted for the reportable issue of the lg lens adhesive peeling as observed during device evaluation.

Manufacturer narrative:
Correction: h4 - sep 15, 2005 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.